Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, march 19th, 2012.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This device is currently unavailable for analysis. This report is filed october 17, 2013.

Manufacturer narrative:
This report is filed on february 07, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.